Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced and was hospitalized for peritonitis manifested as cloudy effluent and abdominal pain. The patient was treated with cefazolin and tobramycin. The patient was discharged from the hospital. The cause of peritonitis was unknown. The patient had recovered.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.